Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the device will not be returning to zoll.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's processor/bridge/pace board was removed and returned. The malfunction was duplicated and attributed to a faulty inductor on the processor/bridge/pace board. Analysis for reports of this type has not identified an increase in trend.